Manufacturer narrative:
On 2/28/2019, the mentor failure analysis lab has received the device for evaluation. On 3/6/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 295cc mentor memorygel breast implant catalog: smpx295 lot: 7638535 sn: (B)(4) and (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 7593958 sn: (B)(4). Mentor also became aware that the correct date of event was (B)(6) 2019. On 3/7/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On 3/8/2019, the product investigation was completed: device investigation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2 cm located on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. A manufacturing record evaluation (mre) of lot number 148989 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture, as indicated in the product insert data sheet, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 300cc mentor memorygel breast implant catalog: 3543007, lot: 148990. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, experienced right side rupture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.